Event description:
The consumer reported that stimulation goes on and off by itself the last 2-3 days. The patient stated that she was laying in bed on her stomach and not moving and the stimulation would stop and then come back on 30-60 seconds later, then stop again and turn back on again. The patient reported it doesn't do that all the time, it would do it all of a sudden and when it came back on the stimulation felt really high and it jolted her before going back down to where she normally had it. The patient mentioned she had adaptive stimulation and was not programmed on cycling. The change in therapy or symptoms was considered sudden. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.